Event description:
Issue description: during implant procedure, the me had a request. He asked, " inside of outmost package sterilized?" The sales rep answered, "no. When it is unpacked from outmost package and second package is opened, it is sterilized" the me commented that co-medical staff is various people, so when freshman or unusual staff use it, it is possible to misunderstand first open package is sterilized and it is risk that no-clean products are exposed at clean area. He had a request of improvement. The sales rep thought it is bad effect that outmost package is completely packed with label even though unsterilized. It needs clear borderline between sterilized and unsterilized. Event date: (B)(6) 2012 alert date: (B)(6) 2012 patient status: n/a product status: not return hospital/clinic: (B)(6) hospital related products: n/a . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).